Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a 58 year old male patient with occluded right coronary artery, and ramus with severe stenosis in the left anterior descending (lad) and left main coronary artery. Impella was placed pre-percutaneous coronary intervention (pci) via the right femoral artery without issue. Intervention of the right coronary artery completed first, which resulted in the patient going into ventricular fibrillation and requiring intubation and cardiopulmonary resuscitation. Return of spontaneous circulation was achieved, and further pci of the lad, and ri performed. In addition, an external fem/fem was done to help limb perfusion.